Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose. Customer's blood glucose was 369 mg/dl. The customer was treated with insulin pump. The customer reported that they have a backup plan available. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect on occlusion.